Manufacturer narrative:
Device issue with inomax dsir #(B)(4). Device investigation was completed on 28-jul-2015. Case comment: august 4, 2015: this is a non-serious, post-marketing device continued in additional info section report. While conducting a service log review for an issue with inomax delivery device dsir, a delivery failure raised for backlight current below minimum was detected. No adverse event associated with the device failure in this case was reported. The case is considered reportable because a previous similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00023). Eval summary: inomax dsir #(B)(4) was returned to the MFR for service investigation. Following the regional service center (rsc) investigation, including a service log review and subsequent performance testing, the reported complaint was confirmed. The complaint was addressed during service. Secondary finding unrelated to the reported complaint: the rsc review of the service log revealed multiple delivery failure alarms raised for backlight current below minimum of 800 counts. The initial delivery failure alarm was for 648 counts, the next was also for 648 counts, then 676 counts, 648 counts and 657 counts. The rsc experienced a blank display at bootup and replaced the touchscreen/display. A full functional test was performed and the device operated according to specs and it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device; this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the (B)(6) contacted the company regarding a device issue with inomax dsir #(B)(4). The rt stated that the device was likely on the patient at the time of the device issue, but that no harm was reported. Inomax dsir #(B)(4) was removed from service and returned to the company for service investigation.